Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported the orange hub on the 14 x 13cm peel away sheath was oozing intraoperatively. Staff used a 2nd person to pinch the orange hub and prevent further bleeding. The product malfunction occurred despite all best practices being followed.

Manufacturer narrative:
Product was not returned for investigation. Per the clinical information provided, the root cause of the was most likely patient condition related to patients calcified vessels. D6a and d6b added the following have been reported incorrectly or missing from manufacturer device report 1220648-2023-02907: g1 reporting contact fax number missing. H.6 code 1888, 4627, and 2993 were reported incorrectly. New code was added to health effect - clinical code, medical device problem code, and component code.